Manufacturer narrative:
(B)(4). Foreign: poland. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Device in process to return.

Event description:
It was reported that after opening the implant from the outer packaging, it was found that the inner packaging was all cracked. From the outside, no damage could be seen. The procedure was completed using an implant a size smaller.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the provided photo identified damage to the sterile packaging (blister). Sterility has been compromised. The reported event has been confirmed by evaluation of the provided photo. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
Visual evaluation of the returned product confirmed damage to the sterile packaging (blister). Sterility has been compromised. Review of complaint history found no additional related issues for the reported product. Return of the product does not alter the previous investigation as the root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.